Event description:
It was reported via legal documentation that a patient had a right total knee arthroplasty on (B)(6) 2012, and then experienced revision surgical procedure on (B)(6) 2023 approximately 11 years and 1 month after initial implant. No images were provided. There is no other information available.

Manufacturer narrative:
Pending investigation.